Event description:
Device report from synthes europe reports an event in (B)(6) as follows: the complaint received states that one of the 04.511.303s broke after lefort I procedure using 5mm screws. The patient has had to come back for plate to be removed. It was reported that the plate did not break on the intersection. There was no patient harm but the plate had to be removed. This is report number 2 of 2 for com-(B)(4).

Manufacturer narrative:
Investigation could not be completed, no conclusion could be drawn as no device was returned. Review of manufacturing records has been requested device is not distributed in the united states, but is similar to device marketed in the USA. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis.this medwatch is being rescinded. The complaint was reviewed on october 10, 2014 and event does not meet the definition of an MDR reportable eventif information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.